Event description:
It was reported that two burs broke during surgery. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Incorrect details of lot no. Were provided. It was not possible to determine the root cause for the alleged breakage.